Manufacturer narrative:
The lead is expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged at a device check three months post-implant. A revision procedure was performed and this lead was explanted and replaced with a competitor's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.